Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the 4 devices were on critical override, and 1 device was not communicating. A technical support specialist (tss) checked on carefusion coordination engine (cce) server in remote support service (rss), there viewed the device events and stated the software error. So, the tss deployed to restart cce services, then opened the structured query language (sql) server management studio (ssms) and run the query for server downtime query and confirmed that it was delayed by minute, then the tss dialed into one of the affected stations and noticed the issue disappeared from the station. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, 4 devices were on critical override, and one device was not communicating. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.